Event description:
The surgeon asked for peanuts. When circulator grabbed the package off the shelf, he noted that inside the unopened package, 2 peanuts were missing. He did not open that package. He grabbed a second package to give the surgeon that was complete.